Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing were performed and passed. Functional testing was performed and passed. "Try-it" testing was performed and passed. Open and interior inspection was performed and passed. Comm tool intermittent vibrate testing was performed and passed. Take vibrator measurements was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.